Manufacturer narrative:
(B)(4). Batch # p5866d. Investigation summary ==> the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy the customer inserted a stapler with a green reload down the trocar and it locked out/didn't fire. The customer removed the stapler, fired the stapler outside the body and the device worked fine. The tried a second like cartridge, inserted again and tried to fire and the device locked out. The reverse button didn't work, as well. While inside the trocar, the customer cranked back the emergency release lever, which also didn't seem to crank. The customer was able to slide the stapler off the tissue with no issues. The doctor decided to use an energy device to complete the procedure, instead of another stapler. There were no patient consequences reported.